Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 438 mg/dl. The customer was experiencing symptoms of sweaty, nausea is lessening, abdominal pain and difficulty breathing. The customer was advised to call the health care provider or seek medical attention and call back to troubleshoot. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer disconnect call after advising to treat as health care provider.